Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient was not feeling stimulation. The controller said stimulation was on but patient did not feel it. Patient tried turning stim up and off, resetting the controller. On the call patient unlocked the controller and reported 'data has been lost, repeat the set up'. Instructed patient to update date and time. Patient completed the set up and connected to ins. The screen showed stimulation off. Reviewed how to turn stim on. Patient was on group a and stated they did not feel stim. Patient went to increase the intensity and got 'settings not available, cannot provide your desired intensity settings'. Reviewed patient could try other groups. Patient said none of the groups so far in group a, b, or c seemed to be working. Patient confirmed they had not had any falls/trauma. Patient was redirected to follow up with healthcare provider.